Event description:
The customer contact reported "sparks" were noted from the power cord plug. The pump was returned to the biomedical engineering dept. With an unsigned note that stated, "emitting spark from plug back of unit." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the pump was in clinical use. During testing at the user facility, the pump the electrical safety test. Though requested, no additional info was provided.

Manufacturer narrative:
A field service rep performed testing and investigation at the user facility. The device passed the electrical safety test.